Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the anomaly observed in the field was confirmed in the laboratory. The device reset prior to implant due to a parity error while in shipped setting. The reset occurred on (B)(4) 2012. Analysis of the device image suggested that the reset was caused by a u2 iram failure.

Event description:
It was reported that prior to implantation, the device was found to be in backup vvi mode. The device was not implanted.